Manufacturer narrative:
Unfortunately, the suspect device was discarded by the hospital; therefore, examination and a product evaluation could not be performed and the customer's experience with this device could not be confirmed or negated. The manufacturing records were reviewed and there was no indication or evidence of a related non-conformance. All process parameters were met and all inspections passed successfully. No further action actions will be pursued at this time; however trends will be monitored.

Event description:
It was reported that before use while en route to the patient, the vigilance ii monitor supported on a roll stand, nearly fell as a result of the two (2) sheet metal plates of the adapter plate separating. There was no patient involvement; therefore no patient compromise was reported as a result of this event. No additional system-related devices were identified as suspect.

Manufacturer narrative:
The complaint investigation, conclusion, and summary will be communicated in a follow-up submission.